Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
Related manufacturing reference: 2030404-2024-00059. During the atrial fibrillation procedure, a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. After the transseptal puncture with the swartz braided sl0 introducer, the device was exchanged for an agilis 13 fr introducer to pre-map with an advisor hd grid catheter. The agilis was left side. A pericardial effusion was seen on ice. The procedure was stopped and a pericardiocentesis was performed to stabilize the patient, blood was drained from the right atrium. The physician states the effusion likely occurred while repositioning the coronary sinus catheter or while moving the swartz braided sl0 introducer. There were no reported performance issues with any abbott device.